Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely and they were unable to obtain readings. As a result, the customer experienced hypoglycemia symptoms including dizziness and shaking and a reading of 2.6 mmol/l was obtained on an unspecified device. Customer was unable to self-treat, requiring third-party treatment of dextrose tablets and snacks. There was no report of death or permanent injury associated with this event.